Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, within a non-medtronic surgical valve with stenosis, the valve was implanted in good position about 4 mm below the suture ring. Post-dilation using a 24 mm non-medtronic balloon was attempted during rapid pacing at 180 beats per minute (bpm). During the first attempt, the balloon slid into the ventricle. During the second attempt, the transcatheter valve embolized on the major side but was still attached to the surgical valve on the minor side. Subsequently, the transcatheter valve was snared and fixated in the aortic arch and a new valve was successfully implanted in good position. It was reported that the team routinely post-dilates for valve-in-valve procedures in order to get the lowest possible peak velocity. No additional adverse patient effects were reported.